Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the pacemaker (pm) exhibited atrial undersensing. Programming changes were performed. Patient condition was stable.